Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed without incident for a history of dvt and pe. Three days post filter deployment, a CT scan demonstrated a filter limb extending beyond the confines of the ivc wall. No pericaval fluid collection was seen. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed without incident for a history of dvt and pe. Three days post filter deployment, a CT scan demonstrated a filter limb extending beyond the confines of the ivc wall. No pericaval fluid collection was seen. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient presented with dvt and pe and a prophylactic vena cava filter was recommended. Access was gained to the left common femoral vein. A venacavogram indicated the ivc diameter measured approximately 29 mm. Due to the size of the ivc the procedure was concluded without placement of the filter. Nine days later, a vena cava filter was deployed. The deployed filter was placed infrarenal via the left common femoral vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in appearance with no internal thrombus present. Pressure was held at the access site for hemostasis. The patient tolerated the procedure well without complications. Three days post filter deployment, the patient presented with right groin and right lower extremity pain. The patient workup revealed an extension of a previous right deep vein thrombosis and the patient was admitted for further management. A CT scan demonstrated a filter limb extended beyond the confines of the ivc wall and across the midline along the medial wall of the aorta. No pericaval fluid collection was seen. A right groin pseudoaneurysm scan demonstrated no evidence of extravasation, no hematoma and no pseudoaneurysm. The patient was discharged to home. Two days post hospital discharge, the patient presented for a follow up visit. The physician felt there was no pathology or etiology for the patient¿s pain as the CT scan and filter placement were without complications and the pain was on the right compared to the left where access for filter placement was obtained. Approximately two years, three months post filter deployment, a CT scan identified a moderately tilted infrarenal ivc filter with legs extended beyond the margin of the ivc. No associated complications identified. Approximately eight years, eight months post filter deployment, a CT of the abdomen and pelvis revealed an ivc filter in place. The current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed.three days post filter deployment, a CT scan demonstrated a filter limb to be extending beyond the confines of the ivc wall and extends across the midline along the medial wall of the aorta. Approximately two years and three months post filter deployment, a CT scan identified a moderately tilted infrarenal ivc filter with legs extended beyond the margin of the ivc. Therefore, based on the medical records, the investigation can be confirmed for filter tilt and perforation of the ivc. It should be noted that per the provided medical records, the filter was deployed in an ivc that measured 29mm. Per the IFU, "the g2 filter is intended to be used in the inferior vena cava (ivc) with a diameter less than or equal to 28mm". Therefore, the size of the filter may have contributed to filter tilt and perforation as the filter has potential for movement. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with dvt and pe and a prophylactic vena cava filter was recommended. Access was gained to the left common femoral vein and a venacavagram was performed. The ivc diameter measured approximately 29 mm. The physician was concerned about the size of the ivc; therefore, the procedure was concluded without placement of the filter. Two days later, a CT scan demonstrated the ivc slightly prominent in size measuring approximately 2.9 cm. A second filter deployment procedure was performed nine days later and the filter was deployed in the infrarenal ivc via the left common femoral vein without incident. Pressure was held at the access site for hemostasis. The patient tolerated the procedure well without complications. Three days post filter deployment, the patient presented with right groin and right lower extremity pain. The workup in the emergency room revealed an extension of a previous right deep vein thrombosis and the patient was admitted for further management. A CT scan demonstrated a filter limb extending beyond the confines of the ivc wall. No pericaval fluid collection was seen. A right groin pseudoaneurysm scan demonstrated no evidence of extravasation, no hematoma and no pseudoaneurysm. The patient was discharged home on hospital day six with final diagnoses of right dvt, right groin pain and hypertension. Two days post hospital discharge, the patient presented for a follow up visit. The physician felt there was no pathology or etiology for the patient¿s pain as the CT scan and filter placement were without complications and the pain was on the right compared to the left where access for filter placement was obtained. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in the infrarenal location. Three days post filter deployment, a CT scan demonstrated a filter limb to be extending beyond the confines of the ivc wall. Based on the medical records, the investigation is confirmed for filter limb perforation of the ivc. It should be noted that per the provided medical records, the filter was deployed in an ivc that measured 29mm. Per the IFU, "the g2 filter is intended to be used in the inferior vena cava (ivc) with a diameter less than or equal to 28mm". Therefore, the size of the filter may have contributed to the perforation as the filter has potential for movement. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed without incident for a history of dvt and pe. Three days post filter deployment, a CT scan demonstrated a filter limb extending beyond the confines of the ivc wall. No pericaval fluid collection was seen. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.